Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus custom made thoracic stent-graft system. The relaynbs plus custom made thoracic stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relaynbs plus custom made thoracic stent-graft system related event occurred in italy.

Event description:
"Cranial migration and rotation of distal part of the graft. End position at most recent cta is cranial from coeliac trunk. Infolding of several springs on left (higher) side of cm stent-graft." Patient outcome: "visible type 3 endoleak, but no growth or filling of aneurysm according to hospital's radiologist."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relaynbs plus custom made thoracic stent-graft system. The relaynbs plus custom made thoracic stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The relaynbs plus custom made thoracic stent-graft system related event occurred in (B)(6).

Event description:
"Cranial migration and rotation of distal part of the graft. End position at most recent cta is cranial from coeliac trunk. Infolding of several springs on left (higher) side of cm stent-graft." Patient outcome: "visible type 3 endoleak, but no growth or filling of aneurysm according to hospital's radiologist."